Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anterior resection. According to the reporter: upon removal of the stapler after firing, the anvil disconnected from the stapler and remained in the patient's rectum this necessitated having to perform a laparotomy to remove the anvil. The surgeon placed his hand inside the patient and eased the anvil along the rectum, until it could be reached extra-corporally via the anus and removed. There was no unanticipated tissue loss, no add'l blood loss, no add'l surgery time or extension in hospital stay for the patient. It is reported that the patient is fine.